Event description:
Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Un-reporting deflation. Healthcare professional later reported deflation on contralateral side.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "a deflation on an unknown side and a bilateral exchange of textured devices due to patient's concern with product."

Event description:
Healthcare professional reported a deflation on an unknown side and exchange of textured devices due to patient's concern with product. This record is for left side. Device remains implanted.